Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the patient/lay-user's reporter contacted lifescan (lfs) alleging that the patient was experiencing a display issue with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter's black marks on the screen began in the "afternoon one week ago" prior to contacting lfs. She stated that the patient manages his diabetes with the insulin (pump therapy), and due to the alleged issue he continued taking the same dose of his medication. The patient's reporter claimed that "for the last 2 days" starting on the "morning" of (B)(6) 2011, after the alleged issue started he felt "numb in the fingers, weak, and pale". The reporter stated, per the patient the result appearing on insulin pump appears to be correct according to how he was feeling. In response to his symptoms, on (B)(6) 2011 he reportedly self treated with food and drink. For an unknown reason on (B)(6) 2011 at 10:30 am he also self treated with food and drink. It is also documented that the patient was at his doctor's office, where his blood glucose was tested and a result of "162 mg/dl" was obtained at 3:45 pm. The patient reporter also informed the cca, while at the doctor's appointment the patient's bolus insulin prescription was adjusted and lowered. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. In addition, the patient stated that he was able to see the results on the pump transferred from the meter and it correlated with his symptoms. However, this complaint is being reported because the alleged product issue remained unresolved.